Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner despite a confirmed meal announcement recorded in device reports, with blood glucose exceeding 300 mg/dl for about an hour and no use of back-up therapy or ketone testing. Symptoms included elevated blood glucose without acute complications. Outcomes included self-monitoring until glucose returned to range and no need for medical intervention or assistance. Investigation included review of device-reported meal announcement and provision of troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no device component malfunction identified, and the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.